Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of premature battery depletion. Battery status had decreased to a level where the device was unable to charge and deliver therapy.